Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/migration of essure device location of device: uterine cavity/migration of essure device location of device: buried in the myometrium") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) patient who had essure (batch no. 725709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diverticulitis, cervical dysplasia, diverticulitis in 2009 and miscarriage in 2009. Concurrent conditions included urinary tract infection, migraine, headache, vaginitis, multigravida and parity 3. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 27 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a tubal ligation. Insertion date was also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Mild hepatomegaly noted on CT abdomen, suspected more kind of fatty liver. Recommended outpatient. Workup including ultrasound and gastroenterology followup: on (B)(6) 2010 diverticulitis was done. On (B)(6) 2011 essure confirmation test was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Plaintiff demographics added. Essure lot number added. New events infection: urinary tract, nausea and abdominal pain were added. Migration of essure device location of device: uterine cavity/migration of essure device location of device: buried in the myometrium clubbed with previously reported event migration and perforation of the device. Onset date of event genital haemorrhage, dyspareunia, dysmenorrhoea were update. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/ migration of essure device location of device: uterine cavity / migration of essure device location of device: buried in the myometrium / essure fallopian tube plug embedded in the uterine wall"), device dislocation ("another outside the uterus on the left is probably in the isthmus of the fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 725709,736709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis, cervical dysplasia, ruptured diverticulum in 2009, miscarriage in 2009, vomiting, fever, vaginal delivery and anemia. On (B)(6) 2010 diverticulitis was done. Concurrent conditions included urinary tract infection, migraine, headache, vaginitis, multigravida, parity 3 and ruptured diverticulum. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 27 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a tubal ligation. Insertion date was also reported as (B)(6) 2011. Essure coil was not initially visualized, but on inspection of the right uterine cornua , when the serosa was placed on stretch, the essure device was able to be visualilzed in the subserosal region in the right cornua . It did not appear that this would be easily removed and appeared to be buried in the myometrium . The device was entirely subserosal in location and no attempt was made at removal . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: mild hepatomegaly noted on CT abdomen, suspected more kind of fatty liver. Recommended outpatient workup including ultrasound and gastroenterology followup. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical records received : reporter, medical history, event "another outside the uterus on the left is probably in the isthmus of the fallopian tube" added. Lot number added from medical record. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/ migration of essure device location of device: uterine cavity / migration of essure device location of device: buried in the myometrium") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old patient who had essure (batch no. 725709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diverticulitis, cervical dysplasia, ruptured diverticulum in 2009 and miscarriage in 2009. Concurrent conditions included urinary tract infection, migraine, headache, vaginitis, multigravida and parity 3. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 2 months 27 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a tubal ligation. Insertion date was also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion mild hepatomegaly noted on CT abdomen, suspected more kind of fatty liver. Recommended outpatient workup including ultrasound and gastroenterology followup on (B)(6) 2010 diverticulitis was done. On (B)(6) 2011 essure confirmation test was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/ migration of essure device location of device: uterine cavity / migration of essure device location of device: buried in the myometrium / essure fallopian tube plug embedded in the uterine wall"), device dislocation ("another outside the uterus on the left is probably in the isthmus of the fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 725709-inv ,736709-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis, cervical dysplasia, ruptured diverticulum in 2009, miscarriage in 2009, vomiting, fever, vaginal delivery and anemia. On (B)(6) 2010 diverticulitis was done. Concurrent conditions included urinary tract infection, migraine, headache, vaginitis, multigravida, parity 3 and ruptured diverticulum. Concomitant products included ibuprofen (motrin children), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 month 27 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary tract infection ("infection: urinary tract"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a tubal ligation. Insertion date was also reported as (B)(6) 2011. Essure coil was not initially visualized, but on inspection of the right uterine cornua , when the serosa was placed on stretch, the essure device was able to be visualilzed in the subserosal region in the right cornua . It did not appear that this would be easily removed and appeared to be buried in the myometrium . The device was entirely subserosal in location and no attempt was made at removal . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: mild hepatomegaly noted on CT abdomen, suspected more kind of fatty liver. Recommended outpatient workup including ultrasound and gastroenterology followup. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: ¿update of information (batch is invalid)¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration and perforation of the device/ migration of essure device location of device: uterine cavity / migration of essure device location of device: buried in the myometrium / essure fallopian tube plug embedded in the uterine wall') and device dislocation ('another outside the uterus on the left is probably in the isthmus of the fallopian tube') in a 32-year-old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured diverticulum in 2009, miscarriage in 2009, diverticulitis, cervical dysplasia, vomiting, fever, vaginal delivery and anemia. On (B)(6) 2010 diverticulitis was done. Concurrent conditions included urinary tract infection, migraine, headache, vaginitis, multigravida, parity 3 and ruptured diverticulum. Concomitant products included ibuprofen (motrin children), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 month 27 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection: urinary tract"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, nausea and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a tubal ligation. Insertion date was also reported as (B)(6) 2011. Essure coil was not initially visualized, but on inspection of the right uterine cornua , when the serosa was placed on stretch, the essure device was able to be visualilzed in the subserosal region in the right cornua. It did not appear that this would be easily removed and appeared to be buried in the myometrium. The device was entirely subserosal in location and no attempt was made at removal. Patient received treatment for pain, bleeding, breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: mild hepatomegaly noted on CT abdomen, suspected more kind of fatty liver. Recommended outpatient workup including ultrasound and gastroenterology followup. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot numbers (725709, 736709) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event "bladder problems", "urinary problems" added. Rcc comment added, event outcome added. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.